Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one system. The visual inspection of the returned product noted; circular seal to the dissector balloon was cut. The trocar balloon, obturator and lock collar were received. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing, the hole was covered and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re- opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inflating the balloon dissector in a laparoscopic preperitoneal hernia repair two devices had issues. The first device did not inflate at all and the second device only partially inflated. They used a third dissection balloon to resolve the issue in order to complete the case. There was no patient injury.